Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was off anticoagulation and their lactate dehydrogenase (ldh) level was above 700. The log files captured a period of elevated powers from (B)(6) 2022 with pump powers noted between 7 and 15 watts (w). The pump powers returned to more baseline value of 6w starting (B)(6) 2022 at 07:41 and continued at that value for the remainder of the log. Computed tomography (CT) of the heart structure revealed a circumferential hypodense material, likely thrombus, was noticed at the junction between the inflow cannula and the metallic part near the inflow bend causing significant narrowing. There is also a significant amount of hypodense material consistent with thrombus in the proximal outflow graft from the lvad occupying almost the entire lumen. The amount of thrombus decreased after the turn of the outflow graft at the diaphragm. No significant thrombus seen in the mid and distal portion of the outflow cannula. The patient was started on heparin and their ldh was trending down. On (B)(6) 2022, the patient underwent outflow graft stent replacement. The log files before and after the procedure were submitted and both logs contained multiple intermittent unstained and sustained low flow alarms from (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of pump thrombus could not be confirmed through this evaluation as no images were submitted for analysis and the device remains in use. Review of the submitted log files confirmed elevations in pump power as well as low flow events; however, a specific cause for these events could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event of elevated lactate dehydrogenase (ldh) levels could not be conclusively established through this evaluation. The submitted log files contained data from 05jul2022 through 28jul2022, per the timestamps. Multiple elevations in pump power and estimated flow were captured between 19jul2022 and 20jul2022. It should be noted that these elevations were captured during pulsatility index (pi) events. Additionally multiple low flow events were captured between 26jul2022 and 27jul2022. No other notable events or alarms were captured. The pump operated at or above the low-speed limit for the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further issues reported at this time the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook , are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate ii lvas, including pump thrombosis and hemolysis. This section also addresses pump speed, power, flow, pulsatility index (pi), and explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late post-implant complication, outlines indications of thrombus, and states how to respond to such events. This section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Additionally, this section describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.